Event description:
Initial info reported by a physician via a nurse on (B)(6) 2010. This is 3 of 3 cases that were reported: a (B)(6) female received an unknown amount of injectable poly-l-lactic acid (sculptra, lot # and expiration date unknown) in her hand on (B)(6) 2008 and (B)(6) 2008 in order to hide veins. One year later, she noticed a visible nodule. In (B)(6) 2009, the doctor cut out the nodule and there have been no problems since then. The nurse reported that the pt was not taking any other medications during the time that she received poly-l-lactic acid. Medical history was not provided. No further relevant info reported. (B)(4).

Manufacturer narrative:
Device qc performed; (B)(6) 2010. Other: important medical event.